Manufacturer narrative:
Follow-up # 1 date of submission 07/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2015 with the following findings: during a visual inspection of the pump, the pump was found to have moisture visible in the display lens. The pump¿s display was blank and there were no audible tones or vibratory features functioning. The battery compartment was observed to be cracked. The audio bolus button cover was missing from the pump. During testing, a leak test revealed a leak at the audio bolus button. The pump cover was removed and moisture damage was observed inside the pump. Further testing was not able to be performed due to the internal moisture damage.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.